Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spike separated from a solution set during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection the connector was found separated from the camera. The reported condition was verified. The cause was determined to be an manufacturing issue - machine failure. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.